Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right ventricular (rv) lead experienced migration and exhibited high pacing thresholds. It was suspected that the rv lead caused perforation. The lead was repositioned. No additional adverse patient effects were reported.